Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description the ventilator alarmed with tf5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. According to the complaint description, the device alarmed with tf5507. No patient was involved in the event. Tests were carried out to determine whether the issue originated from the mixing valve or the sensor board. Based on the information received, it was determined that the sensor board was the cause of the issue. A replacement sensor board was therefore sent to the user. No feedback was received confirming whether the replacement resolved the problem. However, as no additional communication or complaints were reported, it is assumed that the issue was resolved following the sensor board replacement. Hamilton medical considers this case closed.